Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available, although, it has been requested. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR# 9616680-2011-00443.

Event description:
It was reported that, "patient had possible infection. The head and liner was removed and a new head and liner was implanted."